Event description:
Revision surgery - the surgeon removed the reverse shoulder prosthesis glenosphere and humeral cup, due to scapular notching. The 36-4 and +4 cup were replaced with 40 neutral and +8 cup with a +4 polyethylene.

Manufacturer narrative:
The reason for this revision surgery was to remedy scapular notching after 6.3 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The overall axial height of the sphere was undersized by .0078 inches and was accepted since there was no significant functional impact. The root cause for the scapular notching was not determined with confidence. The risk of scapular notching is typically minimized by the use a glenosphere with a more lateral center of rotation, and the reverse shoulder prosthesis systems have historically had a low incidence of this type of failure compared to other shoulder systems. Further investigation can be performed only if the information regarding patient's physiology and x-rays of prosthesis or surgical reports are provided and/or products are returned. There is no indication of a product or process issue affecting implant safety or effectiveness.